Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet therapy experienced a low blood glucose event during the night and treated it with 8 oz of apple juice, after which glucose levels were stable. Symptoms included hypoglycemia with a reported low of 70 mg/dl and no reported acute complications. Outcomes included self-treatment with oral glucose and no need for medical intervention or backup therapy. Investigation included complaint intake, user education on ilet dosing adjustments within target range, and troubleshooting with no device alerts or alarms reported. Investigation of this case revealed no device malfunction or component issue and an undetermined cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.